Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not been responding properly. A technical support specialist (tss) had dialed in to the station. The station was operational as normal but displayed a failed hardware message. The tss called the pharmacy to walk through the issue and guided the customer to recover the storage space. The customer was able to log in and recover the storage space, and the issue was resolved after the station was rebooted. Permission to close the ticket was requested and granted by the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not responding properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.